Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer was using a non-tandem charging cable and power wall adapter in an attempt to charge the pump. The pump charged successfully with a secondary tandem provided usb cable and wall adapter. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.